Event description:
A report was received that the patient will undergo a pocket revision due to the ipg becoming superficial after weight loss.

Manufacturer narrative:
Additional information was received that the patient will not undergo a pocket revision at this time. Also it was noted that the patient's weight loss was not related to the device.

Event description:
A report was received that the patient will undergo a pocket revision due to the ipg becoming superficial after weight loss.